Manufacturer narrative:
Method: the device was not available, but digital images were available. Results: the digital images show that the air filter port on the water feed spike was not tightly inserted into the body of the water bag spike. Conclusions: the device was out of specification. The malfunction reported was most likely related to a production problem. The air filter port assembly is inserted into the water feed spike initially by hand, then pressed in tightly by machine. We expect that this final pressing operation was not carried out on this particular chamber waterfeed set. This is the only complaint we have received on this issue. Mfg personnel are aware of this problem, and stops have been put in place to prevent recurrence.

Event description:
We received a report from a hosp, that the air filter port assembly on an mr290 autofeed humidification chamber had separated from the body of the water bottle spike. We have not received any report of injury to the pt.